Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received a make sure heater bag is on heater tray alarm during fill one of five of their treatment. The patient had filled 830ml of an expected 2800ml at the time of the alarm. The patient advised that this morning, upon removing the supplies they observed solution inside the cassette compartment of the cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. Follow up with the patient¿s nurse verified that here was no patient injury or medical intervention required as a result of the reported leak. The patient had manual supplies to continue with treatment while waiting for a replacement cycler. The cassette used at the time of the leak was discarded. The patient has since received a replacement cycler and has continued with treatment without further complication. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Upon initiating a simulated treatment on the cycler, the machine alarmed with a ¿make sure heater bag is on heater tray¿ alarm three consecutive times before treatment was cancelled. An internal inspection identified the presence of fluid within the pneumatic filter. The internal inspection also noted evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cause of the dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.